Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device v346h, mpbclcq0 number, and no non-conformances were identified. Additional summary: three unopened samples of product code v346, lot mpbclcq0 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 5 quantity of device issues for product code v346 captured in reports 2210968-2019-88044, 2210968-2019-88046, 2210968-2019-88047 and 2210968-2019-88048. Analysis results have been included in the report for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2019 and suture was used. The suture broke during the procedure. The surgeon need to suture the uterine breccia several times with a consequent unknown prolongation of the duration of surgery. The procedure was quite complicated. The patient bled more for different passages of the needle to the uterus. There were no adverse patient consequences reported.